Event description:
It was reported by the customer that a pyxis medstation es system main screen is black. Customer reported after rebooting main screen reads invalid password and there was caused a delay in medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined main screen reads invalid password. A field service engineer inspected the device unplugged and reseated hard drive cable to resolve this issue and performed device rebooted succesfully. The system functioned as intended after field service engineer troubleshooted the device.